Event description:
It was observed that during the device evaluation, the subject device exhibited poor water tightness of button, water tightness is lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a definitive root cause could not be identified. However, it is likely that the loss of water-tightness is due to poor sealing of the button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.